Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following the intraocular lens implant procedure, the patient experienced blurry vision. The lens was exchanged with a monofocal lens in a secondary procedure. Clinical reason for the explant was vision was not optimal. Additional information has been requested.